Event description:
Patient presented to ER with an increase in seizure. Information was received from the physicians office noting that the cause of the increase in stimulation is unknown and that they are awaiting lamictal levels. No other relevant information has been received to date.

Event description:
The patient underwent vns generator replacement. Per the explant facility, the explanted generator was shipped back. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Patients mother reported that the patient had 25 seizures on (B)(6) 2020. The patient's mother feels that the seizures were not related to vns.